Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on 02/03/2016 due to a high blood glucose level. Her blood glucose level was 568 mg/dl. The customer treated her blood glucose level with the insulin pump and needle. Her healthcare provider told her to drink water, rest, and go to the emergency room. She was wearing the insulin pump at the time of the emergency room visit. The device was not returned.